Event description:
A nurse reported the surgeon had to use higher power output setting on the laser while using the lio headset to get the treatment effect. The procedure was completed using the slit lamp. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).